Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their pelvis was hurting from a pulled muscle so they turned the stimulation off a couple of days ago at 0.0v but was still feeling stimulation. During the call it was confirmed that the patient stimulation was off and it was explained to patient that there can be residual stimulation but unsure how long it can last. No further complications were noted or anticipated